Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after changing the insulin cartridge, the user received an occlusion alert and confirmed flow at the needle tip during tubing fill; the user had been reusing connector pieces and assembling the cartridge to the connector prior to inserting the cartridge into the pump, and was instructed to insert the cartridge first, then attach a new connector, and to change all supplies except the infusion site. Symptoms included no adverse clinical effects and no blood glucose impact. Outcomes included restoration of insulin delivery after supply replacement and education on correct setup. Investigation included troubleshooting with user education. Investigation of this case revealed that the occlusion resolved after replacing the connector and following proper assembly steps. It was concluded that the event was related to infusion delivery setup, and user guidance resolved the problem.